Manufacturer narrative:
The device was received for investigation, and the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 280 mg/dl (15.6 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated the pod was leaking overnight which resulted in high bg levels. The patient went to the hospital on (B)(6) 2026, to seek medical attention. The symptoms included vomiting and nausea. The patient was diagnosed with hyperglycemia and treated with an intravenous infusion, anti-nausea medicine, and the patient self-corrected with 4 units of insulin. The patient was at the hospital for 5 hours. The reporter stated that upon removal of the pod from their abdomen, bleeding was noted. A new pod was placed and treatment was resumed.